Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unit received with minor scratches on lcd window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
The customer reported via phone call that the battery is jammed in the insulin pump and the battery leaked into the pump. Customer's blood glucose was 176 mg/dl at the time of incident. Troubleshooting found that the battery cannot be removed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.